Event description:
PICC line inserted and no difficulties were noted during insertion. The catheter was found broken and was removed immediately.

Manufacturer narrative:
Results - a review of the device history record and material review report was completed and no irregularities were noted during the manufacture of the lot reported. One used 26 gauge catheter, in two pieces, was rec'd for eval. Approx 4.867 mm of catheter tubing extended from the nose of the molded junction and the remaining catheter length measured approx 16.6cm. Under magnification the catheter tubing (portion 1) was confirmed to be in the correct placement within the molded junction. Evidence of cracks on the silicone molding, damaged edges with smooth walls. The damage present is characteristic of stress to the catheter and cut to the catheter. Under magnification (portion 2) the area of separation had damaged jagged edges. The damage present on this portion is a characteristic of stress to the catheter. The two portions rec'd were not separated from each other. No other damage or abnormalities were noted to either portion rec'd. Conclusion - as a result of the microscopic examination of the returned sample, the engineer confirmed that the two portions rec'd were not separated from each other. A separation was confirmed on both portions: portion 1: separating (jagged break) by stress and cut and portion 2: separation (jagged break) by stress. Both separations were contributed to and caused by misuse/mishandling. (B) (4). (B) (4).